Event description:
It was reported that the patient presented to surgery with spondylolisthesis l5-s1 and worsening midline back pain. The patient underwent a procedure for re-operative l5-s1 laminectomy, facetectomy, total discectomy, l5-s1 plif using local autograft, bmp, and two synthes peek interbody cages, l5-s1 posterolateral fusion with synthes click titanium pedicle screw fixation. At 24 months post-op the patient records indicate the patient has continued symptoms of low back pain and radiculopathy, left buttock pain, left knee pain, and foot drop of lower left extremity. At 48 months post-op the patient is complaining of increasing numbness into the right leg, increasing left hip pain with her continued foot drop on the left side. The patient does state that the left leg symptoms have actually been worsening over the last 6 months. At 49 months post-op, x-rays of lumbar spine show intact l5-51 fusion with screws and bars in place and solid. There does appear to be some bony growth in the fusion. No real evidence of breakdown above the fusion. Mild degenerative changes and arthritis noted at the l4-5 and l3-4 level. At 56 months post-op the patient continues to have lumbar pain with radiculopathy. At 67 months post-op the patient reports no changes in symptoms.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.